Manufacturer narrative:
Received one 410-2000 in unoriginal packaging. Lot number could not be verified. Performed a visual inspection of the device, there were multiple burn marks on the ground pad as well as some charred areas. Complaint lot history was unable to be reviewed due to the unavailability of the lot number. Also, since no lot number was provided, a DHR could not be reviewed. . (B)(4)/ per the instructions for use, the user is advised the following; use of surefit dual dispersive electrodes on adults in high current procedures exceeding 700ma and maximum cumulative activation time of 60 seconds in any 120 second period can result in electrosurgical burns or poor electrosurgical performance. Surefit dual dispersive electrodes are for use on patients weighing more than 2.2 kg provided there is sufficient surface area to ensure full contact of the pad with the patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported that the conmed dual pad grounding pad, the exact product number is unknown, product# 410-2000, surefit dual grounding pad will be reported, caused 2nd and 3rd degree burns on a patient's right flank on(B)(6) 2019 during a "right total procedure" - undefined. The generator used was a valley lab esu. It is unknown what type of skin prep was done prior to the pad placement. The doctor did report that he felt the generator was not producing enough clinical effect and kept having the nurse increase the power. The burn was noticed after the procedure, she noticed smoking under the pad. The only known current status of the patient is alive with injury. This report is being raised due to patient injury.